Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.